Manufacturer narrative:
Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2019 a patient¿s (pt) family member in (B)(6) called to report a diagnosis of corneal ulcer and red eye (affected eye not provided) while wearing an unknown acuvue brand contact lens in (B)(6) 2019. The family member reported excessive movement of the contact lens during wear. No additional medical information was provided. It is unknown what acuvue brand contact lens was worn at the time of the event. The lot number is also unknown. It is unknown if the suspect lens is available for return for evaluation. Multiple attempts were made to the pt by telephone for additional medical and product information, but nothing additional has been received. This corneal ulcer event is being reported as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.